Manufacturer narrative:
The additional information is as follows: d.4. Medical device lot #: 9003860. D.4. Medical device expiration date: 2019-12-31. H.4. Device manufacture date: 2019-01-03. D.1. Medical device brand name: bd vacutainer® sst¿ blood collection tubes. D. 1 medical device type: jka. D.2. Common device name: blood specimen collection device. D.3. Medical device manufacturer: becton, dickinson & co., (bd). D.4 medical device catalog #: 367983. D.4. Unique identifier (UDI) #: (B)(4). G.2 manufacturing location: becton, dickinson & co., (bd) g.5. PMA / 510(k)#: bk050036 h3 other text : see. H.10

Event description:
It was reported that stopper pull out occurred with a unspecified bd blood collection tube. The following information was provided by the initial reporter, "we received this technical complaint from a distributor consultant regarding the gel tube cap being loosened at the time of centrifugation."

Event description:
It was reported that stopper pull out occurred with a unspecified bd blood collection tube. The following information was provided by the initial reporter, "we received this technical complaint from a distributor consultant regarding the gel tube cap being loosened at the time of centrifugation."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that stopper pull out occurred with a unspecified bd blood collection tube. The following information was provided by the initial reporter, "we received this technical complaint from a distributor consultant regarding the gel tube cap being loosened at the time of centrifugation."